Manufacturer narrative:
Findings: pump received with no (act, up, escape and down) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was not working and that the customer had experienced both low blood glucose levels and high blood glucose levels over last year. The customer's low and high blood glucose levels were unknown but the customer's blood glucose level was 423mg/dl at the time of the call. The customer spouse stated that the customer was treated with food for the low and treated the high blood glucose with the insulin pump and shot when the insulin pump's keypad was not working. Troubleshooting was declined for both low and high readings. The customer's spouse also stated a reduced battery life and low battery alarms. Troubleshooting for button error/keypad anomaly was performed. The customer's spouse stated that the up arrow was not working. The customer's blood glucose level was around 350mg/dl during keypad anomaly. The customer stated that the numbers were scrolling on their own leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.